Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. The hcp reported that the ins was removed in 2009 or 2010 because the ins ¿was not working.¿ the hcp was unable to clarify ¿was not working.¿ the hcp reported that she believed the patient still had a lead or electrode still implanted. No further complications were reported.